Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event was now considered a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was stated that there was a pump alarm. There were no environmental, external, or patient factors that may have led or contributed to the issue. The diagnostic/troubleshooting performed were an interrogation of the pump was performed in the pre operation before surgery. It was stated that the pump reached early elective replacement indicator (eri) and was explanted and replaced on (B)(6) 2017. It was stated that the patient was receiving morphine. The patient weight and medical history were asked, but unknown. The issue was resolved and the patient status was alive with no injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that an alarm occurred, and the pump was replaced due to battery depletion. The device was used in the patient and was intended for treatment. No patient death was reported related to the event. It was reported that the patient recovered without sequela.

Manufacturer narrative:
Analysis also noted that a high current drain of 124 micro amps had been found in the hybrid. The previously applied conclusion code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on 2017-jun-26 revealed a hybrid anomaly regarding solder bridging. Analysis noted having found the hybrid to be fully functional with a nominal static current drain. X-ray inspection identified a suspected solder bridge between pins (B)(4) (b7) and (B)(4) (c7) of the (B)(4) (u2). Simulation of an electrical short between these pins was performed on a sbb resulting in current drain. These results were consistent with the failure being attributed to a solder bridge between the two pins. As per the pump¿s log, dilaudid with a concentration of 10.0 mg/ml was being administered at a simple continuous dose rate of 1.715 mg/day as of 2016-dec-12. H6: the previously applied results code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml dilaudid at a dose of 1.715 mg/day for non-malignant pain and failed back surgery syndrome. It was reported that an alarm was heard and confirmed by telemetry, a non-critical alarm occurred. The elective replacement indicator (eri) occurred on (B)(6) 2017 and was not expected. The patient was last seen in (B)(6) 2016 and the eri was 40 months. The patient came to the office on (B)(6) 2017 because the pump had been alarming. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.